Event description:
The tip of a depuy synthes t8 screwdriver broke off embedded flush in the head of a fully seated correct length locking screw. It was not loose and not amenable to removal with the synthes broken screw removal set that I did use. It was my feeling that this was extraarticular, essentially "cold welded" in the head and that the most prudent course of action was to leave the broken tip in the head of the screw as definitive removal with aggressive removal techniques would be damaging and compromise the surgical fixation. I informed the patient after the surgery. The depuy synthes representative was present.